Manufacturer narrative:
(B)(4).the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead dislodged and was replaced with a passive lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead fragment. In particular between the ring electrode and the steroid collar unilateral signs of abrasion were detected. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. It is likely that the interaction with another implantable device promoted the dislodgement of the lead. The analysis did not reveal any sign of a material or manufacturing problem.